Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the lab. A manual differential was subsequently performed on the sample and 7% blast cells were observed. The customer believed the manual results to be correct. An examination of bone marrow from this pt showed 15% blasts. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR is for analyzer 1 of 2 on day 1 of 2. See MDR #1061932-2011-00165 for analyzer 2 of 2 on day 2 of 2. H3 and h6: the software algorithm of the lh750 analyzer had its sensitivity set to [3303], which is the high level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set high level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated cell populations with well-defined and tight cluster shapes. The monocyte and neutrophil populations showed tails in the data analysis area. The instrument software algorithm is designed to set a flag if the tail is significant; however, the algorithm was not sensitive enough to generate any suspect flags for this sample run and this was determined to be the root cause of the event. A field service engineer was not dispatched to the site for this event.